Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the cartridge deliver malformed staples? How was the procedure completed?

Event description:
It was reported that during a gastric septation procedure, the reload did not properly staple. The surgeon was not satisfied with the quality of the suture. Unknown how case was completed. There were no adverse consequences for the patient.